Event description:
A patient underwent an ultrasound guided abscess percutaneous drainage catheter placement procedure using a Navarre Universal Drainage Catheter. Post the procedure, on (b)(6) 2026, it was noted that the drainage catheter connector had fractured. The procedure was subsequently completed using an alternative device. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria.Investigation Summary: Although the physical device was not returned for evaluation, three photos were provided for review. The first photo shows a partial view of the drainage catheter connector hub. A crack is visible on the catheter hub. The second photo shows a partial view of the Navarre drainage catheter implanted in the patient's body. A crack is visible on the catheter hub. The third photo shows a complete view of the Navarre drainage catheter. However, the catheter hub is not clearly visible; therefore, the reported crack cannot be identified from the provided photo. Therefore, the investigation is confirmed for reported fracture for two devices. The definitive root cause could not be determined based upon available information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.G3, H6 (Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.